Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that potential pump thrombus was suspected. The pt was hemolyzing with an elevated ldh. The pt also suffered an embolic stroke. Which resulted in right sided weakness. The pt was readmitted and placed on medication. The pt's ldh decreased after receiving the medication.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.